Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they could not get their device to work and that they were having movement issues. No further patient complications were reported/ anticipated as a result of this event.